Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported that the customer had a blank display screen on the insulin pump. Customer's blood glucose level was 115 mg/dl. Customer stated that the pump beeped 3 times and it still did not work. Customer took out the battery and cleaned with a swab. Customer also left the battery out and the pump will not turn on. Customer tested a new aaa alkaline battery with the pump, but the display did not return. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.